Event description:
It was reported that the customer experienced air bubbles in the reservoir as well as a reservoir leak. The customer's blood glucose was 4.2 mmol/l. The customer's mother stated that the leak was at the bottom of the reservoir and beneath the o-rings. The customer's mother further stated that she had attempted to clear the air bubbles by filling the tubing a few times. However, she explained that, as soon as she removed the tubing, the bubbles would reoccur again from the cannula end. The customer also performed a complete set change and filled the tubing until drops appeared, but the air bubbles recurred. Troubleshooting could not be done because the customer was not present at the time of the call. The customer's mother stated that he would call back later to complete troubleshooting. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.